Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: there was no activity related to the complaint observed in the pump history or black box. During testing the rewind, load, and prime steps were performed successfully and the pump was exercised for 24 hours without alarms or other issues occurring. The piston was found to be able to rewind and advance fully.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.